Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a non product experience. No additional adverse patient effects were reported. Additional information from the filed indicates this device was explanted at the patients request. No device issues were reported. No adverse patient effects were reported.